Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 1.5, date: (B) (6) 2010; inratio: 3.9 (re-test).

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B) (6) 2010; 1st inr: 1.5; 2nd inr: 3.9; mean: 2.70; sd: 1.70; %cv: 62.85. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since 62.85% cv is more than 20%, the test failed the criteria for precision. Previous investigation on strip lot #221728 met the criteria for precision. Investigation results: accuracy: donor 1: inratio: 2.5; in-house (2): 2.6; in-house (3): 2.7; mean: 2.60; sd: 0.10; %cv: 3.85; resolution: pass. Donor 2: inratio: 2.4; in-house (2): 2.5; in-house (3): 2.6; mean: 2.50; sd: 0.10; %cv: 4.00; resolution: pass. For each pair of replicates for each sample on strip lot #221728, mean and standard deviations were calculated. In-house test results have 3.85% and 4.00%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on inratio meters. No further action is required. Conclusion: data analysis revealed repeated inrs reported by end user didn't meet precision criteria. No product is expected to be returned. Pt condition is not available. Precision test results from a prior case with retain strips met accuracy. As of (B) (6) 2010, 22 discrepant result complaints were reported for lot #221728 yielding a complaint rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.